Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information, but with no result. As part of our investigation into this report, an olympus' endoscopy support specialist has been dispatched to visit the user facility to reassess the user facility's reprocessing practices and to provide reprocessing training if necessary. There were no devices returned to olympus for evaluation. The user facility had indicated in the news article that according to the state epidemiologist, the chances of the equipment transmitting an infection would be extremely small. Based upon the information provided in this report, it appears that the reported phenomenon of not properly sanitizing scopes was due to user error. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the user facility has notified 360 patients of the failure to properly sanitize gastrointestinal equipment which potentially created an infection control concern. The user facility acknowledged the error in a (B)(6) letter that invited affected patients to obtain free screening for (B)(6) and (B)(6). The letter characterized the chances of infections as "minimal to non-existent." According to the news article, the letter indicated that a routine maintenance inspection confirmed that a part of the disinfecting procedure for endoscopes did not occur at a sufficient temperature. The error persisted from (B)(6) 2010 to (B)(6) 2010 on equipment used for colonoscopies, sigmoidoscopies and upper endoscopies of the stomach. Upon discovery of this error, the user facility immediately contacted infection control experts.